Event description:
It was reported that the tubing of an unspecified quantity of em2400 valve sets were detached which created "a mess" (spill). This was observed during compounding. There was no patient involvement.

Manufacturer narrative:
Manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california 22444, mexico or baxter healthcare ¿ englewood 14445 grasslands dr englewood, co. 80112 united states. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.